Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that the act button was not working properly. The customer's blood glucose was 46 mg/dl at the time of incident. The customer's spouse declined to troubleshoot. The customer's spouse was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.